Manufacturer narrative:
Two used samples was received for evaluation for the complaint that there was liquid leakage from the connection part of the syringe. As received no damage or anomalies were observed. Each cassette was leak tested using a hydrostatic pressure pump. A leak was observed between the tubing and female luer of each cassette. Each luer tube bond was separated and the tube and bond pocket was inspected. Solvent channel was observed on the tube. The complaint of leakage can be confirmed on both samples. However, root cause analysis is being addressed under a formal CAPA investigation.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was liquid leakage from the connection part of the syringe. The event occurred during priming. There was no patient involvement.